Manufacturer narrative:
The reported complaint of autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua7 was due to a defective load cell module 2, likely due to a defective component or mishandling such as a drop. During visual inspection, no physical damage was observed on the returned autopulse platform. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch. Deburring of the sticky clutch plate was performed to remedy this issue, unrelated to the reported complaint. During archive data review, multiple ua7 (discrepancy between load 1 and load 2 too large) errors were recorded on the reported event date, thus confirming the reported complaint. During the initial functional testing, the returned autopulse platform displayed "ua07" upon powering on, thus confirming the reported complaint. Load cell characterization testing results confirmed the load cell module (2) over reported (defective). To remedy ua7, the load cell module 2 was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed final test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.